Manufacturer narrative:
Philips technical support (ts) was able to remotely assist the customer and confirm the reported problem. According to case notes, ts walked the customer through a power drain and reboot of the system, reinstalling the flex software, and overwriting the default macro. The customer tested with a simulator and no further issues were reported.

Event description:
The customer reported that the nibp (non-invasive blood pressure) repeats the same reading. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the nibp (non-invasive blood pressure) repeats the same reading. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.